Event description:
A peritoneal dialysis pt called tech support reporting that his drain was darker in color. He was unable to contact his peritoneal dialysis nurse so he was referred to the fresenius on call nurse. He informed the fresenius on call nurse that he was having abdominal pain and that his drainage was cloudy. He did another exchange and drainage was still cloudy. Pt was advised to go to the emergency room and to bring cloudy bag with him. Pt said that he was told that he had an infection and was given antibiotics but he didn't know the name. He was released and was given another dose of antibiotic at the dialysis clinic. Pt is doing fine at this time. Pt did not observe any problem with the cycler or any cassette leaks.

Manufacturer narrative:
Cycler was not returned and no product eval could be performed. A review of the device history records was conducted and no quality or mfg problems were found. Per the fresenius medical care clinical eval permacovigilance physician, the event of abdominal pain or possible peritonitis is unlikely caused by the product in use. There is no evidence of product malfunction or any cassette leaks. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. Medical records and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.